Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor during storage. The device was filled with fluorouracil and sodium chloride for a total fill volume of 46 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 17, 2016 ¿ february 19, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the cause of fluid inside the bag was due to the untightened blue winged luer cap. Functional leak testing was performed and passed successfully with no issues relating to the reported condition. Based on the analysis finding, the unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.